Manufacturer narrative:
Concomitant medical product: d314drg ICD, implanted (B)(6) 2012.

Event description:
It was reported that the patient's right ventricular (rv) lead has a possible fracture. The lead function has been programmed off. A lead revision is planned but has not yet occurred and the lead remains in place. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.